Event description:
Stryker harmonic scalpel in use during a laparoscopic procedure. Staff reported the device was not completing the full cycle. They described it to randomly cut off and say "incomplete." The procedure was completed with the device. No patient harm identified.